Event description:
Neuropathy [neuropathy peripheral], could not walk without falling, uses a cane [gait disturbance], numbness in extremities [hypoaesthesia], tingling in extremities [paraesthesia], anemia [anaemia]. Case description: a rep of a regulatory authority reported that a consumer, an adult age gender unspecified, used fixodent denture adhesive, version unk cream concurrently with poligrip and sea bond 1 applic, one/day (B)(6) in 1982 through 2009 and reported the following: could not walk without falling, began use of a cane in 2003, numbness in extremities, tingling of extremities, neuropathy, and anemia was diagnosed in 1996. The consumer received unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.